Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, the patient was pre-operatively diagnosed with: herniated disk l5-s1. Discogenic back pain l4-5, l5-s1. Disk protrusion l4-5. Facetogenic back pain l4-5, l5-s1. Failed history of lumbar laminectomy and discectomy and underwent the following procedures: anterior lumbar discectomy l4-5. Anterior lumbar discectomy l5-s1. Anterior lumbar interbody fusion l4-5, l5-s1. Instrumentation l4-5, l5-s1, two levels. Insertion of a biochemical device one in the l4-5 level, and two in the l5-s1 level. Bone graft. Operative findings: the patient had a very abnormal anatomy. The patient had tortous vena cava and aorta which made approach difficult. As per the op notes: ¿removal of the disk was done complete to do a complete discectomy at l5-s1, and 2 cages size #18 were utilized x 26. These were used at the level of the l5-s1 level with the insertion of bone graft, as well as rhbmp/acs-2. Bone graft from local spurs and bone source, as well as rhbmp/acs-2 using from the bone outside source.¿ post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.